Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator exhibited far r wave oversensing causing inappropriate mode switches. No interventions were performed. The patient was in stable condition.